Manufacturer narrative:
Work order search: another similar complaint was reported for units within the same lot. (B)(4).

Event description:
Received a lens implant card from the customer for a 12.6mm micl12.6 implantable collamer lens, -9.0 diopter. The lens was reported as "exchange". Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.